Event description:
It was reported that a patient had an initial knee surgery on an unknown date. Following an x-ray, it was shown that the patient had a fractured tibia. No revision procedure has been reported. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - unknown. Manufacture date - unknown.